Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip broke and detached, and forward firing occurred at approximately 14,000 joules of use. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
B3: date of event: exact event date is unknown.

Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Event description:
It was reported that, during a photo-selective vaporization of the prostate procedure, the fiber tip broke and detached, and forward firing occurred at approximately 14,000 joules of use. The procedure was completed using another fiber without patient complications.